Event description:
The patient had a back surgery on (B)(6) 2014. The surgery was not related to the patient¿s implanted system. After the surgery, in (B)(6), they increased the patient¿s pump dose to 15.999 mg/day. Since then, the patient was feeling dizziness and had blood pressure problems. The day prior to this report, the patient passed out and fell on the floor at 6am in the morning. The cause of the fall was because her blood pressure was extremely low. The patient was taken to the ER (emergency room) and that¿s where they found out that the patient¿s blood pressure was really low. The pump managing physician was called by the ER. The pump managing physician came to the ER and decreased the dose of morphine from 15.999 mg/day to 1 mg/day around lunch time. That night, the patient started noticing withdrawal symptoms and she was still having withdrawal in the morning when she got up. The hcp (healthcare professional) was notified and he was there a half an hour prior to this report and he did not know why. The reporter was concerned about the hcp lowering the dosage to 1 mg/day from 15.999 mg/day right away. He thought the hcp should have adjusted it slowly. Another hcp, an anesthesiologist, also thought it was way too much to take down at once. The reporter thought that the hcp could have adjusted it down to 10 mg/day because that was where the pump was at before the patient started having symptoms in (B)(6). The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).